Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate profile 375cc , catalog number 3501660, serial number (B)(4), lot number 5756053. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 375cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2019.

Manufacturer narrative:
On 3/8/2019, it was reported to mentor that the replacement devices were saline mentor smooth round moderate profile 525cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/1/2019, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device was received without fluid. Yellow material was observed within the device. During evaluation some creases were observed on the anterior and posterior aspect. Leak testing performed in accordance with mentor procedures and a rent was discovered within a crease on the posterior aspect, measuring approximately 0.2 cm. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Since the 2nd product received is a concomitant device, no further analysis is required. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the yellow material observed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).